Event description:
The facility's biomed reported a fail cod e803:20 on channel a, which occurred when the device was powered on during biomed testing. Add'l contact info was requested but no add'l contact was identified. The biomed stated that there have been no reports of any pt incident involving this pump since the last baxter service event.